Manufacturer narrative:
Generally, such cases are not known in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
In this event, it was reported that an ankylos c/x implant that was placed on (B)(6) 2011, was positioned too close to the mandibular nerve and lead to a paraesthesia. The implant was explanted 4 days after placement, thus the pressure was reduced instantly. The dentist placed another implant mesial to the affected region. While the recovery is in progression, it is still detectable. Since there is a fast improvement of the symptoms, it can be assumed that the patient will fully recover.